Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer's test strips and vial were returned and showed no defects. The returned test strips were measured on reference meters with a high level control sample: testing results ( qc range = 2.6-3.2 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method. At 11:00 a.m. The meter result was 4.1 inr and at 11:30 a.m. The laboratory result was 3.1 inr. The patient believes the meter measured wrong, because the value was too high. She went to the doctor for a comparative measurement. The patients therapeutic range is 2.0-3.0 inr and tests once weekly.